Event description:
Device 2 0f 2. Reference MFR report: 1627487-2019-04420.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04420. It was reported that during a trial patient experienced fevers, chills, chills shaking in the legs and sweating. In turn, patient¿s trial leads were explanted on (B)(6) 2019. Patient¿s symptoms have resolved. The patient's gender, date of birth, device information and initial reporter are unknown at this time.